Event description:
It was reported that a catheter revision took place due to dislodgement from the intrathecal space. A scan was performed which confirmed the catheter was out of the intrathecal space. The patient had been in pain 'the past couple of months.' The patient reported pain 'all over,' the catheter was revised. The patient was seen two days later at which time the patient's pain was 'much less and felt better.' The device system was used to deliver morphine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).